Event description:
The customer reported the machine removed too much fluid during a patient's treatment. This incident occurred at 5:00, at this time the patient fluid removal rate had been programmed into the prisma to remove 80 ml/hour. At 6:00, the nurse noted the machine had recorded a patient fluid removal rate as 639 ml/hour. The nurse then programmed the machine for a patient fluid removal rate of 20 ml/hr. At 7:00, the nurse noted the prisma had recorded a patient fluid removal rate of 643 ml/hour. During this time it was reported that there were constant fluid alarms going off. The patient was removed from the prisma machine at this time. Over the course of this 2 hour time frame the machine recorded a fluid removal of 1282 ml, which was 1182 ml more than the machine had been programmed for.

Manufacturer narrative:
Facility' staff nurse taking care of the patient felt the machine readings for the fluid removed from the patient were erroneous as the patient's vital signs remained stable and the patient did not have any symptoms of hypotension. No extra intravenous solutions were given nor was the patient started on any inotropic medications. The treatment was restarted at 14:00 on a different machine. There is no indication that the patient suffered any injury or that any medical intervention was required for this incident. The patient had been admitted to the hospital for ventral hernia repair, appendectomy and colostomy reversal. During the patient's hospitalization she became septic and developed acute respiratory distress syndrome (ards). Continuous renal replacement therapy (crrt) was initiated 12 days prior to event utilizing the continuous veno venus hemodiafiltration (cvvhdf) mode on the machine. The patient's treatment was discontinued the day after event. No other patient treatment information was provided. A gambro technical services (gts) field representative inspected the machine. The treatment/alarm history had been erased. He verified that the scales calibrated properly. During a stimulated treatment procedure he verified that the patient fluid removal was correct and that the machine functioned within the manufacturer's specifications. He was unable to duplicate the reported problem. The machine was returned to service. The prisma safety alert training for this facility was conducted on february 23rd, 2006.